Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported "we received information about a broken stryker implant, namely, the exeter leg broke in the patient. Patient fell on the street, after which a fracture occurred (exeter leg broke). The patient turned himself to the clinic, as the primary operation was performed in the same medical facility".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via clinician review of provided medical records. Method & results: -product evaluation and results: visual inspection, dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: the ap pelvis x-ray demonstrates a cemented left total hip. There is a transverse fracture through the neck of the femoral stem. The head and portion of the neck are displaced from the stem. It is confirmed that a fracture through the neck of a cemented femoral stem has occurred. The root cause of this mechanical complication cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment.." -product history review: review of the device history records could not be performed because the lot code provided is invalid. -complaint history review: a complaint history review could not be performed as lot code information was invalid. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. The fracture event was further confirmed by a review of the provided medical information by a clinical consultant. Further information such as return of the device is needed to investigate root cause. It was reported that the patient fell, and this trauma event likely contributed to the device failure. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "we received information about a broken stryker implant, namely, the exeter leg broke in the patient. Patient fell on the street, after which a fracture occurred (exeter leg broke). The patient turned himself to the clinic, as the primary operation was performed in the same medical facility".